Event description:
A 41-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. Novocure was informed on (B)(6) 2024, that the night before when trying to get up, the patient lost his balance, fell and hit his head which resulted in a skin laceration under one of the transducer arrays. The patient was subsequently brought to the emergency department (ed) where the laceration was closed with medical glue. Optune gio was temporarily discontinued. The prescribing physician reported on august 21, 2024, that during the ed visit, the patient was diagnosed with covid-19. The patient was not feeling well and experienced weakness, which led to the unwitnessed fall and secondary skin laceration. No seizure activity was detected. The prescribing physician assessed the fall as related to the patient losing balance and weakness from covid, unrelated to optune gio therapy.

Manufacturer narrative:
Novocure medical opinion is that a contribution of the transducer arrays to the skin laceration cannot be ruled out. The fall, covid-19, weakness, and balance disorder were unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).